Event description:
Patient had a hypotensive episode post epidural. Patient symptomatic and fetus responded with deceleration in hr. Ephedrine drawn up with filter needle into syringe. Unable to remove filter needle to administer medication to patient. Had to have another nurse provide a pair of kochers to remove the needle. This resulted in a delay in care. After discussing this issue with other rn's on the unit. They have also had this same issue.